Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not turn on. It was indicated that the power supply was bad and therefore replaced. The hard drive was also reconfigured and loaded with updated software. The programmer passed final function and systems tests. (B)(4).

Event description:
It was reported that the programmer would not turn on, even when several power cords were tried. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.